Event description:
Additional information received reported that the physician believed that "it" wasn't bonded after surgery. No surgical intervention was scheduled. The physician stated that "the manufacturing representative was needed to bond."

Event description:
It was reported that the nurse was unable to adjust the patient's stimulation. The programmer displayed a "call your doctor" icon and showed a power on reset condition. The event occurred following a lead revision. The lead revision was performed because the patient felt stimulation in the wrong location. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v698092 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ lead product ID 3889-28 lot# v594488 serial# implanted: (B)(6) 2011 explanted:(B)(6) 2012; product typ lead product ID 3037 lot# serial# (B)(4); product typ programmer, patient. (B)(4).